Event description:
It was reported that the pump was alarming 'no disposable' with a brand new cassette. The top of the cassette was not smooth and had a bump in the tubing across the top. The cassette was replaced and the pump worked without alarm. No patient injury was reported.

Manufacturer narrative:
Catalog number and UDI and 510k are unknown; no additional information was received. Initial reporter also sent report to FDA?: yes, medwatch mw5108241. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.